Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the urgent low soon alert was not sounding on the g6 mobile app. Data was returned and evaluated. The reported event of the urgent low soon alert was not sounding on the g6 mobile app was not confirmed. A probable cause could not be determined.